Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge; the plunger was not loose and no air bubbles were observed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the cartridge plungers was loose. A family member stated that all of the cartridges from one box had the same issue. She denied insulin leakage but stated that air entered the cartridges due to this issue. The family member said that none of the plungers came out of the cartridge. She did not report blood glucose excursions due to this issue. This complaint is being reported because of the possibility of air bubbles in the cartridge causing blood glucose excursions.